Event description:
Info received indicates the pump experienced ec 45.

Manufacturer narrative:
Investigation found ec 45 in pump history. New pump software was installed. Reference recall number z-1870-2011.